Manufacturer narrative:
A review of the manufacturing records was performed. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer's report were generated. A review of the raw material/manufacturing procedures was done during the period when this lens was manufactured and did not show any change that would be related to the complaint reported. The lenses are visually inspected at 10x microscope magnification using both microscope base plates (white and black) following specifications. A visual inspection of all lens cases for iol presence is performed by inspecting the case through the backside with a magnifier lamp. At the miq measurement operation, after inspection and acceptance, lenses are placed in a lens insert/case. The operators verify that the lens is mounted properly in the insert/case. The lens case is then placed into an inner and outer pouch, sealed and sterilized. No issues were reported during the manufacturing process for the lens. The lens met all manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the haptic(s) of the intraocular lens were sticky; however, the lens was implanted successfully. It was unclear if the haptic was stuck to haptic or haptic stuck to optic. No patient injury was reported. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted.